Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns076206 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev g, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16544 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h863174, lot quantity: 1,498 lbs. Product certification supplied by nf&m titanium dated 28-jan-2018 was reviewed and determined to be conforming. Lot summary report dated 23-mar-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the hardware for a fracture of right tibial implants was removed due to the infection. The following implants were removed, one (1) 4.0mm titanium locking screws, two (2) 4.0mm titanium locking screws, and one (1) titanium cannulated tibial nail and all were intact(no broken implants and no fragments). Procedure was completed successfully and the patient was doing well post-operatively. Concomitant device reported: 4.0mm titanium locking screws (part:04.005.434;lot:unknown; quantity:1). 4.0mm titanium locking screws (part:04.005.436;lot:unknown; quantity:1). This report is for one (1) 9 ti cann tibial nail-ex prox bend 375-s. This is report 1 of 4 for complaint (B)(4).